Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator snares was used in the large intestine during a polypectomy procedure. The exact procedure date was unknown. During the procedure, the snares from this lot were not effectively cutting tissue as expected. The procedure was completed with another captivator snares. There were no patient complications reported as a result of this event.